Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was implanted with an altis for occult incontinence. The same day, the patient had a hysterectomy and usls. Six days postoperatively, a voiding trial revealed hat the patient was emptying at 50%. The following day the patient was scheduled for surgery to loosen the dynamic side slightly.